Event description:
It was reported that this implantable pacemaker was programmed to 70 and patient reported of having pulse at 60. In addition, patient think that the device was not working correctly. Attempts to obtain additional information from the field was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.